Manufacturer narrative:
Pump received with blank display and constant tone alarm due to corrosion on electronics. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify a52 alarm due to blank display. The pump was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was alarming and had continuous beeps. The customer had received software error alarms. The customer states they had blank display. The customer's blood glucose level was 171mg/dl, but had been as high as 515mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.